Manufacturer narrative:
Additional information is pending and will be submitted within 30 days of receipt.

Event description:
As reported in the legal brief, the patient underwent placement of an optease vena cava filter for the treatment of deep vein thrombosis (dvt) and pulmonary emboli. As of the present, the patient is still implanted with the device. As the result of the optease filter, the patient has suffered and is at risk of suffering injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses, not limited to the apprehension and risk associated with retaining the device inside his body. The following additional information received per the patient profile form (ppf) indicates the filter was implanted due to super morbid obesity with a high risk for deep vein thrombosis and pulmonary embolism. The patient is reported to have experienced clotting, occlusion of the inferior vena cava and is reported to continue to experience anxiety related to the device.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly. Additional information received per the medical records and patient profile form (ppf) indicate the filter was implanted due to super morbid obesity with a high risk for deep vein thrombosis and pulmonary embolism. The patient is reported to have experienced clotting and occlusion of the inferior vena cava. Also, it was reported that the patient continues to experience anxiety related to the device. It was reported that a patient underwent placement of an optease vena cava filter. As of the present, the patient is still implanted with the device. The indication for the device implant was increased risk of deep vein thrombosis (dvt) and pulmonary embolism (pe) due to morbid obesity in the perioperative period for gastric bypass surgery. The device was implanted via the right femoral vein and deployed with good expansion. The procedure was completed, and the patient was returned to the recovery room in good condition with instructions to keep the right leg straight for two hours. The patient was to be discharged later that day. Three days later a laparoscopic roux-en-y gastric bypass with 120 cm roux limb and intraoperative upper' gi fluoroscopy was performed. According to the patient profile form the patient is reported to have experienced clotting, occlusion of the inferior vena cava and is reported to continue to experience anxiety related to the device. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency, resulting in swelling/edema/bulging of the effected extremity(s). Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Blood clots and thrombosis within the filter do not represent a device malfunction. Clinical factors that may have influenced the events include patient, pharmacological and lesion characteristics. Without the procedural films or post-placement imaging and the limited information provided, the report of blood clots, clotting and occlusion of the inferior vena cava (ivc) filter could not be confirmed or further clarified, nor can a conclusion about a relationship between the reported events and the filter be drawn. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. There is nothing in the reported information to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken. Should additional information become available, the file will be updated accordingly. The expiration date is august 2007.